Event description:
Patient is using zevex enteralite infinity 1200ml enteral pump delivery set. Lot 1018l. The tubing detaches easily from the connector the inserts in the g-tube. This tubing defect causes enteral fluid to leak on the pt. Diagnosis or reason for use: enteral feedings.